Manufacturer narrative:
No a17 alarm or a21 alarm noted. Insulin pump passed the self test and a21 error test. Insulin pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. Insulin pump received with scratched display window, cracked display window corners and cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the insulin pump alarmed for multiple reasons. Blood glucose reading was 580 mg/dl. Advised that the multiple a21 alarms means that the insulin pump will be replaced. Nothing further reported.